Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.

Event description:
Customer complaints blood leak during second use. Blood flow rate 101ml/min, tmp 113mhg the blood loss was relatively minor. No patient harm and no medical intervention was needed.